Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced dizziness and pain with and without device use, resulting in hospitalization for treatment. It was reported that the patient's condition has improved with treatment. The implanted device remains.